Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was noted. The right cylinder, pump and reservoir were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Wear at fold in the middle and proximal end of the component was noted, along with broken fabric threads and a hole from wear in its proximal end. The cylinder did not pass leakage evaluation. The pump was microscopically inspected, leak and functionally tested. It was noted that the pump tubing was not returned for analysis as it was cut down to the pump block. The component passed leakage and functional testing. The reservoir was microscopically inspected and tested for leaks. The shell exhibited wear at fold, but no leaks were identified. Based on the information available and analysis results, the hole that led to fluid leak identified in the cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was noted. The right cylinder, pump and reservoir were removed and replaced. There were no patient complications reported.